Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was under delivering. Customer¿s blood glucose level was 284 mg/dl. At the time of incidence. Customer¿s current blood glucose level was 382 mg/dl. Customer was treated with insulin for high blood glucose level. Customer reported that they had received motor error at once. Customer was assisted with troubleshooting and said insulin pump passed with displacement test. The insulin pump will be returned for analysis.